Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon the post procedure follow up, loss of capture was noted on the unipolar atrial lead. No effusion or perforation noted on echocardiogram. The predominant bipolar threshold value was acceptable. Patient was stable and will continue to be monitored.